Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited elevated threshold and electrogram (egm) confirmed intermittent noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.